Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Diabetes educator contacted dexcom technical support on (B)(6) 2012 on behalf of one of their trial patients, to report that upon sensor removal, due to patient feeling pain at the insertion site, sensor wire was missing. At the time of her call to dexcom technical support on (B)(6) 2012, diabetes educator reported that patient was still feeling pain and minor swelling at the insertion site and that patient was considering seeking medical advice.